Manufacturer narrative:
Updated fields - b4, d8, d9 date returned to manufacturer, g1 contact person ¿ mfg site, g3, g6, h11. Corrected field: d7a, h6 (investigation conclusions): the failure analysis and testing dept. Received part with a reported unit failure of a processor and communication failure message. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 2 hours with no issues. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while transporting a stemi patient to bumc-p, the cardiosave intra-aortic balloon pump (iabp) unit has a processor failure. The issue happened when they were off-loading the patient at bumc-p. Pulled up the handle; a loud alarm; messages for "processor failure' and "communication failure". On screen prompts were followed (turn off- wait 10 seconds- turn back on) with same/continuing results. It happened while off loading. A replacement iabp was waiting upon arrival.

Manufacturer narrative:
Updated fields: a2, a3, a4, b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: d4(UDI#), h6(clinical code & impacts codes) *patient height 198cm. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the compressor (d119-00-0236) . The fse also replaced the safety disk (d202-00-0140) and tidal volume disk (d202-00-0142) due to customer request. The unit passed all functional and safety tests and was returned to the customer.

Event description:
It was reported that while transporting a stemi patient to bumc-p, the cardiosave intra-aortic balloon pump (iabp) unit has a processor failure. The issue happened when they were off-loading the patient at bumc-p. Pulled up the handle; a loud alarm; messages for "processor failure' and "communication failure". On screen prompts were followed (turn off- wait 10 seconds- turn back on) with same/continuing results. It happened while off loading. A replacement iabp was waiting upon arrival. There was no patient injury.